Event description:
The manufacturer received information alleging the ventilator's plug does not charge the battery. There was no patient harm or injury rreported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac connector was replaced to address the issue.